Event description:
It was reported a device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were originally selected for use. The 27mm wds was then exchanged for a 31mm wds. The patient had difficult anatomy and required many recaptures on both of the closure devices. Once the 31mm closure device was in position it became more difficult to recapture as time went on. It felt as though it would feel "stuck" or "required more pressure" to bring the closure device back into the sheath. Pericardial effusion checks were made throughout the procedure, and none were observed. There were no patient complications.